Event description:
It was reported that there was diaphragmatic stimulation. The left ventricular (lv) lead was not able to be suitably repositioned due to patient anatomy. The lead was explanted and replaced. During the replacement, the sheath used with the first attempted lead required extensive cutting and manipulation to remove. The physician felt the lead could be compromised. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood/body fluid on the outer tubing overlay. There was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed).